Event description:
It was reported to philips that the device was not booting past 0:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and found the frame grabber cards in the flexvision computer (pc) were not initializing. The fse reseated the cards, which recovered the system.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting past 0:00. The fse confirmed that a frame grabber card initialization error in the flexvision pc had resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse initially reseated the grabber cards, which recovered the system, but replacement of the flexvision pc was advised to avoid further issues. The fse then replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.